Event description:
Rptr's mother has an electric wheelchair this is only a month old and the back wheels fell off while she was on her ramp. If someone wasn't in front of her, she would have fallen out on the cement and really been injured or died. She has multiple sclerosis and is also on coumadin which could have resulted in bleeding. The device also jerks and moves forward after lifting her hand off the control. It also stops on its own. The MFR was notified by the medical supplier (binson's medical supply of macomb county, mi) and they are aware of the problem. They have a kit to repair the wheelchair. Rptr feels, the MFR should be recalling the devices and they shouldn't be sold with this defect. This wheelchair is new and was sold to them when the problem was already known.